Manufacturer narrative:
(B)(4). Tg4015/06578564 = UDI:(B)(4). Tg3415/06608421 = UDI:(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore&#59412;tag&#59412;thoracic endoprostheses. A type ii endoleak of unknown origin was identified during the procedure; however the physician elected to monitor the endoleak. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging showed resolution of the endoleak. The diameter of the aneurysm was reported to be 74mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 58mm. A type ii endoleak of unknown origin was reported. The physician elected to monitor the patient. On (B)(6) 2010, one year follow-up imaging confirmed the persistent endoleak and the aneurysm enlargement to 64mm. The physician elected to monitor the patient. Subsequent follow-up imagings showed the persistent endoleak and the further aneurysm enlargement to 86mm. The physician elected to monitor the patient. The patient is lost to follow-up, therefore no further information is available.